Event description:
Teleflex (arrow) mac introducer sheath dilators with frayed tips. We have found in the past 30 days 2 dilators with frayed tips. They were detected prior to reaching a patient. We believe that if these defective dilators were overlooked and inserted into patients, failure of insertion or patient injury might occur.